Event description:
It was reported that a physician had concerns regarding early battery depletion of implantable cardioverter defibrillators (ICD). No specific patients were mentioned; the physician noted that there were a few that "went down early". The status of the devices is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).